Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of use: nicks, gouges and impact marks. The locking/dovetail feature is flared out. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42532006702, psn tib np stm 5 deg sz d r, 64884656. Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported after the surgeon inserted the articular surface implant, the surgeon noticed there was a gap at the anterior part between the articular surface and the tibia tray. The surgeon removed and reinserted the same articular surface. Unfortunately, the articular surface still could not sit properly into tibia tray. There was a gap between articular surface and tibia tray at the anterior but posteriorly sat nicely. Therefore, the surgeon requested to open the new articular surface. With the new articular surface, it can sit properly onto the tibia tray. The surgeon suspect this batch of implants has a manufacturer product defect. The surgical technique was utilized. There was no surgical delay. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.